Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90%stenotic lesion was located in the calcified, distal left circumflex (lcx) artery. Indication for the procedure was acute myocardial infarction. The lesion was not pre-dilated. A 16mm x 2.5mm express2 monorail stent delivery system was advanced, but was unable to cross the lesion. When attempting to retract the stent delivery system into the guide catheter, the stent dislodged. The physician successfully snared the stent and removed it from the pt. The procedure was not completed due to this event. There were no additional pt complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, thus a returned product analysis could not be conducted. The root cause of the event could not be determined.